Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) reported several fittings on the vacuum pump and tubing which were loose and/or broken. The fse replaced the elbow connector, pvc tube, pump assembly, rubber cushion c31677, and y-connector to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported receiving erroneous patient results for multiple chemistries on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.